Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that issue caused due to aria migration. A technical support specialist, restarted services, resulting in the stations beginning to communicate. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the station showed disconnected mode. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.